Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised physio-control that he replaced the therapy connector assembly; however, the reported issue persisted. The device was then returned to physio-control for evaluation. Physio examined the device but was unable to verify the reported issue. Physio did observe that a gasket was not properly installed around the therapy connector assembly, which prevented a therapy cable from fully seating and locking into place. Physio then removed the therapy connector assembly and reseated the gasket properly which resolved the observed issue. Physio then made unrelated repairs to the device and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize when hard-paddles or a quik-combo therapy cable assembly was attached. As a result, defibrillation was not possible. There was no patient use associated with the reported event.